Event description:
It was reported that during laparoscopic colectomy clips failed to open while loading and fell from the applier. No clips fell/remained in the patient's body.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m1700018 was manufactured on 12/04/2017 a total of (B)(4) pieces. Lot was released on 12/08/2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. This sample is for (B)(6) and tc (B)(6). The cartridge and the clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with two clips broken in half at the hinge and three intact clips remaining. Functional inspection was performed on the intact clips in the cartridge. A lab inventory clip applier was used. The first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining intact clips. No functional issues were found with the intact clips that were returned in the cartridge. Although the intact clips were successfully applied to over-stressed surgical tubing, the cartridge was returned with two clips broken in half at the hinge. It could not be determined exactly how or what caused the returned clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was confirmed based upon the sample received. The cartridge was returned with two clips broken in half at the hinge and three intact clips remaining. Although the intact clips were successfully applied to over-stressed surgical tubing, the cartridge was returned with two clips broken in half at the hinge. It could not be determined exactly how or what caused the returned clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic colectomy clips failed to open while loading and fell from the applier. No clips fell/remained in the patient's body.